Manufacturer narrative:
The patient's date of death is unknown. The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a white male patient had impella cp pump inserted for acute myocardial infarction (ami) with shock. An emergency echocardiography was done and found a pericardial effusion/pericardial tamponade, so an emergency pericardial drainage was performed. The physician believes that the impella could have possibly perforated the left ventricle as pericardial effusion/tamponade occurred relatively immediately after insertion of the impella pump. The physician does not know the cause of the patient's death.